Event description:
Reporter reports that the ventilator alarmed "vent inop error." Vent was removed from patient. No harm done to the patient. Vent was removed from service. Patient was bagged and vent was replaced.